Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 22 november 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer amulet delivery sheath. During procedure, when the delivery sheath advanced over the guidewire, the physician felt a resistance at the skin but was able to pass through the skin and it was noted that the tip of the dilator had a split. The delivery sheath was quickly retrieved with no damage to the patient. A new 14f amplatzer amulet delivery sheath was opened and the amulet was successfully deployed. The patient remained hemodynamically stable throughout the procedure. There was no adverse consequences reported. The patient was reported recovering.

Manufacturer narrative:
An event of split at the tip of the dilator was reported. It was reported that there was resistance noted at the skin. The investigation at abbott found that the tip of dilator was damaged split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. One image from field appeared to show split. There was blood like substance seen on the device. The cause of the reported incident could not be conclusively determined, however could possibly be related to the damage during use. Abbott is performing further investigation to monitor this issue.